Event description:
Info received indicates the siderail will not latch.

Manufacturer narrative:
The tech found the screw was missing which allows the yellow handle to lock the siderail. He replaced the screw to repair the stretcher.